Manufacturer narrative:
Result : foot board panels.

Event description:
It was reported by service report that the foot board is broken. There was pt involvement; however, no adverse consequences are reported.